Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, the patient had a stent implanted from a previous ercp. This stent was removed without incident and the duct was swept for stones. Reportedly there were many stones within the duct and it was unknown if all were removed so it was elected to implant a new stent. During the restenting procedure, when it was attempted to release the advanix biliary preloaded stent, strong resistance was met while withdrawing the inner catheter. The physician pulled back the wire and tried to pull back the scope to look for drainage. It was then noticed that the black inner catheter was still inside the stent and no longer attached to the deployment system. A stent retriever was then used to remove the black inner catheter from inside the stent. No other device damage or anomaly, or issues to the suture could be reported. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of guide catheter break. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.